Event description:
Reporter attempted to pull the sheath out but reporter felt resistance so rn attempted while reporter held light pressure, was not able to pull out. Dr put a wire in to guide sheath but as he removed it only 1/3 of the sheath came out. Under fluoro you can see the rest of the sheath in the iliac.